Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded due to incorrect quantity that was initially reported. The initial report should be voided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00126 0001822565 - 2024 - 00127 g2: foreign: japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to have wrinkles in the sealing area. There was no patient involvement. It was reported that no further information was available.